Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was unresponsive. A field service engineer upon arrival system freeze issue was not reported, then powered down the unit, unplugged and plugged keyboard universal serial bus cable into another port keyboard functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was continuously freeze and the keyboard sometimes would not work. Station actions take between 20-90ms and was fairly responsive up until it stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.